Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The reported event of motor stop and speed reduction events was observed within the contents of the system controller log file. The log file recorded at time period of 1 minute where hazardous speed drops and motor stopped was active at 0 rpm's. It was also noted that the motor speed matched the set speed until the end of the log file which ended 8 hours later. The system controller was tested with the equipment in the manufacturer's lab, and functioned as intended, even when the white and black power leads were maneuvered. In addition, each power lead was independently disconnected, and the system continued to operate properly. Any atypical speed drops or motor stop events were unable to be induced during the evaluation of the system controller. The manufacturer was unable to conclusively determined the direct cause of the captured alarm conditions revealed in the log file. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had called in the morning to report experiencing a "red heart" alarm. The pt stated that he was asymptomatic and the system controller did return to normal function. The pt was seen in clinic that morning and history events on the system monitor did show the "pump stop" alarm and some speed drops. In clinic, the system controller was exchanged with another system controller and when the pt stood up, a speed drop form 9600 to 9300 took place. A decision was made to admit the pt, get an echo, increase lasix and observe the pt. It was also recommended by the clinical to download waveforms and x-ray the percutaneous lead.